Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead displayed high, out of range pacing impedance after being connected to the ventricle. The impedance was normal during the initial positioning of the lead. The physician elected to remove and replace the lead with no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.